Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a lateral ankle allograph reconstruction the fiber wire was cut during insertion. Another fiber wire was used and was torn and broke again. A third time was attempted and the same event occurred. The surgeon laid the tendon into the hole and pushed it in with the screw. The case was completed with no further issues. The patient is fine to date.